Manufacturer narrative:
Communication with technical assistance center (tac) support engineer, customer was advised , tac explained what an error 400 ref 26 means. Tac explained that "per the technical guide the e400 ref 26 error code is generated if a "turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault". In a follow up call , tac informed customer to make sure instrument was activated while in saline and that the saline is not too cold and lastly swap out the electrode. Another follow up was made, however, no response is received from the customer. Multiple follow ups were made to gather additional information regarding the event reported, however , were unsuccessful as no response received from the customer. Likely ,the troubleshooting provided worked and the issue was resolved as the subject device was not returned for evaluation. Investigation however is in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "error 400 ref 26" . The issue found during an unspecified procedure. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.